Event description:
It was reported that during a laparoscopic esophagectomy procedure, the clip would not feed into the jaws properly after the fifth firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.